Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm; model#: sc-4318, lot#: 19355363 description: clik x anchor.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed visual, electrical and performance tests performed. Sc-2218-50 (B)(4) device evaluation indicated that the lead was cut and pulled during the explant procedure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4318 (ln: 19355363) device evaluation indicated that the visual inspection found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.